Event description:
During surgery, the surgeon placed the 15mm insert; however, the anterior part locked first since there was some difficulty to place it. The insert was removed, however, it was damaged thus 18mm insert was used instead without problem and it was in good condition. There was no adverse outcome to the pt due to the event.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.